Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information regarding a smoking pc, related to the eye station. The computer was still under warranty and there was no evidence of any burning or charring. The manufacturer of the pc replaced the motherboard and provided a new power supply. Due to the customer allegation of a smoking pc, there is a potential for harm for a patient and/or users. No data was lost and no injuries occurred as a result of the issue. (B)(4).